Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that thier controller was not working, and it wouldn't charge their ins. Pt could not recall the exact error message but said that there was a "call mdt" message displayed. Pt mentioned that they had the device for a long time, and the issue started probably about three weeks ago. Pt mentioned on the latter part of the call that when they charged their ins with a paddle, it gets kind of warm. Patient and technical services(pats) had the pt reset the controller and plugged it to the ac power supply; pt confirmed the screen powered on and memory problem message displayed. Pats had the pt reinsert the battery pack, clean the port and pins; pt confirmed no visible damage on the controller and recharger. Pt also confirmed that there was a green blinking light on top of the controller screen and whey they unlocked the screen battery empty cannot continue recharge your controller message displayed. Agent had the pt plugged the controll ER back to the ac power supply; pt confirmed memory problem displayed again, went through the set-up process. Pt mentioned that they already went through all this process before, but it did not resolve the issue. Pt also mentioned their ins was taking forever to c harge and they could not sit that long because they have a spinal issue, and they started getting in a lot of pain. Pt added that even if the controller was fully charged, it would still take much longer to charge their ins than it used to. Agent sent a request to repair to replace the recharger.